Event description:
Rptr was called to room by staff who said the ventilator went into the apnea mode with the red alarm light on. Pt was being bagged with 100% fio2. When the pt was placed back on the ventilator, it worked properly and pt was getting his volumes at approx 9:00. Rptr was again called anf the ventilator had gone into the apnea mode and the pt was being bagged. The ventilator was changed with a note indicating it was not to be used. The first time this happened was around 6:15 to 6:30 pm. Rptr was in the room at least 15 minutes after the first time and the ventilator was working properly. The ventilator was checked by a crtt staff at 7:45 pm and functioned well. Pt extubated the next day at 9:40 am.